Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula and he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2022, the patient first went to the emergency room and was subsequently, admitted to the hospital. Further, he was transferred to the intensive care unit. The patient's highest blood glucose level was 531 mg/dl and the infusion had been used for one day. On the day of admission ((B)(6) 2022), the patient received alert a couple of times. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was release from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.